Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of apb-3-6-3d-es, lot#224725028 damage location details: the axium prime implant coil was returned without an introducer sheath. The axium prime pushwire was found to be broken at ~5.4cm (with release wire visible) from the proximal end; however, the axium prime pushwire was found to be bent at ~25.5cm; bent at ~83.3cm; kinked at ~104.7cm and bent at ~154.1cm from the proximal end. The axium prime was returned without an implant coil. No other anomalies were observed. Testing/analysis (including sem reports): the returned axium prime coil was returned without an introducer sheath and missing an implant coil. Testing unable to be performed due to the bad quality the returned device was received. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ unable to be confirmed and the root cause was unable to be determined. There were no reported issues preparing the axium prime implant coil prior to use per the instructions for use (IFU) however, the customer did not report holding the introducer sheath vertical while resheathing the implant coil during hydration. Therefore, it is likely that the axium prime implant coil became damaged during preparation, or due to an improper hubbing technique (over tightening of the rhv). Regarding the damage (bends/breaks) found with the axium prime pushwire damage can occur if the device is advanced against resistance or due to handling. However, the root cause for resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an axium coil stuck in the sheath. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left anterior communicating artery m1 with a max diameter of 4 mm and a 2.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the surgeon performed an aneurysm embolization. The first coil was selected apb-3-8-3d for embolization, and apb-3-6-3d was selected for the second coil, which could not be pushed out. Replaced it with 3-6-2d, the embolization was smooth. Apb-2-4-2d was selected for the third coil. Apb-1.5-3-2d was chosen for forth coil and the embolization was smooth. So complained about the spring coil that could not be pushed out. It was reported there was coil resistance/stuck in sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that it was unknown if the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.